Event description:
It was reported that the customer was in the hospital due to diabetes related issues, but the caller did not have specific information. The caller needed assistance in checking the data table to determine if the customer was manually entering her blood glucose levels. No further information was available at the time of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.